Manufacturer narrative:
Other relevant device(s) are: enlw1613c120ee, v00457591. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that there was an unknown endoleak seen and the aneurysm was 70 mm in diameter. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.